Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was dropped and there was a black inky spots on the screen. It was noted that the screen of the insulin pump was difficult to read. No further information reported.

Manufacturer narrative:
The insulin pump had missing segments on the display due to bleeding display glass. The insulin pump had cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.